Event description:
Eight months after a coronary drug eluting stenting treatment procedure, an in stent restenosis occurred. The pt initially had a bare metal stent placed successfully in the left anteiror descending (lad). One year after implant of the bare metal stent, the pt returned with chest pain. There was a sub totaled occlusion of the lad stent. The physician placed a taxus express2 8.8% 2.75 mm x 16 mm stent within the previous stent to open the occlusion. A taxus express2 8.8% 3.0 mm x 24 mm stent was also successfully deployed in the proximal lad, overlapping the taxus 2.75 mm x 16 mm stent. The pt was discharged to home on plavix for 7 months. Eight months after the taxus stents were placed, the pt presented with sudden acute chest pain and anterior EKG changes. Repeat angioplasty revealed a soft thrombus within the taxus stents. The physician placed a wire (type unknown) through the thrombus and was able to angioplasty the thrombus with a balloon (type unknown). The pt is reported to be in stable condition, suffering from no injury or complication.